Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on the stomach during an open sub-total gastrectomy, the surgeon was able to press the green button but was unable to squeeze the handle, and a ¿card¿ was heard, and the device could not be fired. It was also reported that there was a device¿s component fell into the patient¿s cavity but was retrieved by removing sort return knap. They used another stapler and reload to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photograph of one device. Based on the evidence available the reported condition was not confirmed. Without the device being returned for evaluation the reported condition could not be reliably determined. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.